Event description:
Subsequent to the initial report, additional information was received. A 6.5 x 120 mm supera device was used along with a 6.5 x 65 cm introducer sheath. The supera stent system did not meet any resistance during advancement, and the stent was fully deployed in the lesion. Atherectomy was then performed and the lesion was post-dilated with an unspecified 6.5 x 7 mm balloon catheter. The tip of the supera stent catheter was removed from the anatomy with a snare device. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the tip detachment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Patient code 2687 removed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the distal superficial femoral artery. An unspecified supera peripheral stent system was used; however, the tip became separated in the anatomy. The device was then removed while the tip remained in the patient. There was a clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.